Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump's usb port was damaged, and the customer was unable to charge the pump. The customer's blood glucose level was 550 mg/dl with large ketones that a healthcare provider determined were life threatening. A manual insulin injection was administered to address bg level. The customer reverted to an alternate method for insulin therapy.